Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: broken at weld point, catheter was outside of the guide catheter. Additional information on (B)(6) 2022: they were working through a vein graft, and overextended the device (beyond 10cm). They used balloons to remove the catheter.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A picture was sent by the account. Weld joint separation could be confirmed. The rapid exchange (rx) lumen portion was also separated into two pieces with the shaft crimped. A portion of the pushrod was noted. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. A patient underwent a pci procedure. A trapliner was used in the case. The trapliner broke at the weld point. Damages are likely to have occurred during use in the procedure. Per IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Never advance the trapliner catheter more than 10cm beyond the tip of the guide catheter, as the trapliner catheter may become lodged in the guide catheter making it difficult to remove. Additional information was requested. A response was received. The unit was worked through a vein graft. It was overextended beyond 10 cm. Balloons were used to remove the catheter. Patient condition is fine post procedure. It is likely due to the advancement of tip beyond 10 cm could have led to the difficulty in operating the unit leading to weld joint separation. Damages to the shaft are likely to have occurred during retrieval. Based on the information, the most likely root cause of the issue is user error.